Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The symptoms were pain and pus at the ipg site. The patient was given IV antibiotics. The physician does not believe that the cause of the infection is device related. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 (B)(4) description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.